Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed upon sample receipt. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were observed. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report of one (1) infusor lv5 for which a no flow was observed after filling. Force priming was attempted but still the flow was not observed. The device was being filled with 5-fluorouracil and saline. There was no report of patient involvement, patient injury or medical intervention. No additional information is available.